Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump stopped working and had blank display. The customer's blood glucose level was 106 mg/dl. It also reported that the customer had already replaced the battery on her insulin pump and still insulin pump was not power on. The customer will return insulin pump for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device passed the displacement test. Device received with normal operating current. Device passed self test. Device passed off no power test. No damage on the connector or lcd isolation tape noted.